Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the inflation port was cracked. Because of the broken inflation port, the tip of the inflation syringe was also damaged. The balloon, lock collar, valve seal and doors appeared intact. The obturator was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a totally extraperitoneal procedure, the balloon was tried to be inflated and it did not inflate. The syringe was pointed again, and the balloon was attempted to be inflated, but as the tip of the syringe broke, a new product was opened. As the same event occurred on the new product, the new product was stopped using, a different product was opened. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a totally extraperitoneal procedure, the balloon was trying to be inflated and it did not inflate. The syringe was pointed again, and the balloon was attempted to be inflated, but as the tip of the syringe broke, a new product was opened. As the same event occurred on the new product, the new product was stopped using, a different product was opened. The event occurred during the procedure but the product was not used for patient. There was no patient harm.